Manufacturer narrative:
Resolution - replaced brake pedal, cam pivot, (screw, tap), (nut, hex), end cap cross tube, (screw, mach, trans). Performed function check. Problem resolved.

Event description:
Allegation - the brakes would not hold on this bed. Nobody was hurt.